Event description:
The customer reported intermittent system lock ups and associated communications failures. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board and systems interface board were evaluated and reseated, as well was the backplane. The interconnect cable was reseated. The associated power supply was also adjusted. The system was tested and found to be working as intended and returned to service and will continue to be monitored.